Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the reported complaint. Functional activation tests could not be performed because of the physical damages to the instrument. Electrical continuity testing was performed and passed indicating energy activation was ready for use. The instrument blade was not exposed or dislodged; however, when the blade was manually removed from the garage track, the blade was found bent sideways prohibiting additional testing. The customer reported complaint does not itself constitute a MDR reportable event; however; insufficient sealing could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the vessel sealer was producing heat but not completely sealing the tissue. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) contacted the initial reporter but was unable to obtain additional information regarding the reported event.